Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) unit had a display defect. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue informed the customer about receiving an offer for repair. The fse reported that the customer does not want repairs, therefore this complaint is being closed. If information is received, we will reopen and update the complaint. Device not accessible for testing.